Event description:
It was reported that the patient had a loss of therapeutic effect, acute pain, and burning sensation, which started after a fall on (B)(6) 2011. He hit his spine pretty hard and was hospitalized for his back as well as his heart. The patient's right leg buckled which caused him to fall. Since then, the patient's coverage of stimulation has "gone downhill." The patient also had numbness in his arms and down into his hands, his neck and his entire spine hurt constantly, burning in right leg and left leg, and numbness in both arms and hands.. The patient had not had his device looked at since he had it implanted. He tried to adjust his stimulation on his own but had not had success. On (B)(6) 2012 he found out during a cat scan and myelogram that he had a bulging disc in "2 and 3" which may be causing the burning now in his left leg. The patient had 3 surgeries done in 2 1/2 years. He had a laminectomy done in (B)(6) 1992, another laminectomy on l4, l5 and s1 in 1(B)(6) 1994, and a fusion done on l4, l5, and s1 in (B)(6) 1994. The patient's hcp (health care professional) implanted rods and pedicle screws. The hcp used the patient's own bone for the fusion. The stimulation did provide some coverage, but he went "downhill after the fall." The patient had shut stimulation off at that point and hasn't used it since. The patient was diagnosed with high blood pressure in the fall of 2011 and was on blood pressure medications for this. The patient also had graves' disease. He had a staph infection about 3 months ago, which he was now on an antibiotic for, which he got under his arm pit. He also received a flu shot in (B)(6) 2011 and ended up getting sick from this. The patient also noted that it felt like his device is trying to push out of his skin, which was located on the left side of his belly.

Manufacturer narrative:
Product ID 3888-28, lot # l42474, implanted: (B)(6) 1998, product type lead. Product ID 3888-28, lot # l43198, implanted: (B)(6) 1998, product type lead. Product ID 3210, serial # (B)(4), implanted: (B)(6) 1998, product type transmitter.